Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep checked the control panel for correct wiring. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system's generator locked up when trying to save, and displayed an error message. No pt injury was reported.